Manufacturer narrative:
(B)(4). This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes, colonoscopes, and gastroscopes. The results of this retrospective assessment prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating that pentax eb-1570k/serial (B)(4) was stuck in a patient nose during the procedure and the ent doctor had to be called to remove it from the patient. The device involved in the event was forwarded to pentax for evaluation and the incoming inspection found the scope failed the leak test with a leak in bending rubber, and decrease up/down angulation, loose cover glass set and white balance off. These failures found did not cause the scope to be stuck. Repairs were performed on the bronchoscope and it was successfully shipped back to the customer. Based on discussion with the facility, they believe that too much lidocaine was used and the scope simply was stuck. The ent doctor was called to assist in removal of the scope, he sprayed afrin and lubricate the scope to remove it. There was no post procedural treatment need for the patient. No additional information for the patient was received. A device history review was performed on eb-1570k/serial (B)(4) confirming the bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.